Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that stent fell off of the stent delivery system (sds) before use. This was noticed prior to the device entering the sheath. There was no pt involvement. No additional event or pt info is available.